Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for physical evaluation. However the customer's allegation of the colonovideoscope being reprocessed in an endoscope reprocessor that did not have its water filter replaced at the recommended monthly time period, per the product instructions for use, was confirmed. Based on the results of the investigation, the following led to the malfunction: the user did not follow the product instructions for use (IFU) for reprocessor routine maintenance of the water filter. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: operation manual for oer-3, chapter 7, routine maintenance section 7.2, replacing the water filter, ¿replace the water filter at least once a month to prevent contamination of the rinse water. The water filter should also be replaced whenever an error code indicating water supply insufficiency [e01] is displayed.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope was reprocessed in an endoscope reprocessor that did not have its water filter replaced at the recommended monthly time period in the product instructions for use. There were no reports of patient harm.